Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc). Omsc will continue to investigate the subject otv-s190 to determine the cause of this phenomenon. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic cholecystectomy, the subject otv-s190 and the unspecified hd endoeye were used. After two hours of use, an unspecified endoscopic image problem occurred. The user replaced the unspecified hd endoeye a spare unspecified hd endoeye, but the phenomenon was not solved. After that, the user replaced the subject otv-s190 with a spare otv-s190 and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Omsc evaluated the subject otv-s190 and confirmed the following things. Omsc confirmed that there was no abnormality found with the endoscopic image. Omsc confirmed that the subject otv-s190 met all inspection limits. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced. Because there was no abnormality found with the subject otv-s190, omsc surmised that the cause of this event was wrong settings by the user or the malfunction in the monitor. The otv-s190 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.